Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm. It was reported that the physician chose to land the stent graft low in the aortic neck of the aneurysm which resulted in a proximal type I endoleak as confirmed by the final angiogram. It was determined that the stent graft was deployed using a less than optimal c-arm angle to view the entire landing zone. The c-arm angle was changed to view the neck and entire landing zone better. As a result, the physician decided to implant a 36/36/49 endurant aortic cuff to seal an additional 15mm above the bifurcated stent graft. This successfully sealed the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).